Manufacturer narrative:
B5 updated with additional failure mode and device explant. H6 new code was added to health effect - clinical code and health effect - impact code it was discovered during an internal review that manufacturer device report 1220648-2024-18007 inadvertently included information regarding the impella cp, the correct device is impella 5.5. Please see the following corrections that reflect the changes. H6 code 1942, 4648, and 3038 were reported incorrectly.

Event description:
Additional information received the patient experienced arrythmia while on support and the decision was made to explant the impella 5.5 device.

Event description:
Us complainant reported the patient was on impella cp support and during va ECMO cannulation, the sterile sleeve became separated from the back tuohy. The doctor placed tegaderm to help with sterility. Additionally, after the impella implant, the patient did not have pulses in their foot. It is unknown if the pulses later returned. Support continued. Furthermore, the patient had a CT scan, and they found that the patient had a cerebral infarct. Support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18007: b2 outcomes attributed to adverse event: death and date of death added. B5 patient outcome and death rationale statement added. H1 type reportable event: death. H6 health effect - impact code 1802 added.

Event description:
The patient's condition was not improving and the decision was made by the family to withdraw care, and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.